Manufacturer narrative:
Concomitant products: product ID: 74002, lot# n281860, implanted: (B)(6) 2011, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# lb6803, implanted: (B)(6) 2003, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. However, the patient also noted having concerns with the device or therapy but that they were working with the doctor or manufacturer's representative. The patient wrote, ¿I would like to know if it is time for my battery needs to be changed.¿ the patient wanted to know if the battery needed replacing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient could not get the battery to charge. The patient stated she last fully recharged ¿like¿ three to four days prior to report. The patient had been trying a little every day and it was showing that it was charged ¿but it was not 100% full.¿ the patient first noticed ¿this¿ a couple of weeks prior to report. In addition, the patient started to have a lot of pain then, and she thought the implantable neurostimulator (ins) was ¿not working.¿ patient services had the patient set up the recharger to charge and read the screen. The patient observed an ¿I¿ in a circle and a battery that was full. The patient stated there was nothing else on the screen. Then, the screen changed to the reposition antenna screen. However, the antenna was no longer over the ins, and the patient took it off ¿because she couldn¿t get it to do anything.¿ the patient stated she did not have time for further troubleshooting and would call back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.